Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Platinum diversity clinical study it was reported that the patient died. In (B)(6) 2015, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 70% stenosis and was 16mm long with a reference vessel diameter of 4.0mm. Severe calcification was present. The target lesion was treated with pre-dilatation and a promus premier stent. Post-dilatation was performed with 20% residual stenosis. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In august 2015, the patient experienced cardiac arrest, and died.

Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4)

Event description:
It was further reported that on (B)(6) 2015, the patient was hospitalized due to a ground level fall with injury to the head. The patient reported feeling weak for the past few days. A head/brain CT scan without contrast showed atrophy, no intracranial hemorrhage, and right frontal and periorbital scalp hematoma. A CT of the spin without contrast showed no fracture or post-traumatic subluxation, multilevel degenerative disc disease, and spondylosis and facet arthropathy resulting in left greater than right foraminal stenosis at c5-6 and left foraminal stenosis at c4-5. A chest x-ray showed stable cardiomegaly, copd, and unremarkable and stable appearance of the single lead cardiac pacer device. ECG showed atrial fibrillation or flutter with frequent ventricular-paced complexes and abnormal ECG. One day post-hospitalization, the patient experienced cardiorespiratory arrest. A chest x-ray showed increased pulmonary vascular markings and hazy attenuation of the lungs that suggests worsening congestive heart failure (chf) with pulmonary edema, and signs of bilateral pleural effusions with left basilar consolidation. Subsequently, the patient underwent a left femoral central venous catheter placement via ultrasound guidance due to need for IV access due to shock, status post code blue. On the same day, the patient died due to cardiac respiratory arrest and sepsis. No autopsy was performed.